Event description:
Allergan aesthetics received a report of a female patient was treated on (B)(6) 2013 with coolsculpting to the lowe abdomen using 6.3 coolcore and 8.0 coolmax on (B)(6) 2012 using two ez 8 applicators to her lower abdomen and one ez 8 applicator to her mid abdomen. On (B)(6) 2012 using one ez zeltiq ez app 8.0 coolmax applicator to her mid abdomen.on (B)(6) 2012 and had two 6.3 coolcore applicators to her lower abdomen.on (B)(6) 2013 using 2 ez zeltiq ez app8.0 coolmax applicators to her lower abdomen.on (B)(6) 2013 patient had an ez zeltiq ez app8.0 coolmax applicator to her mid abdomen.on (B)(6) 2013 and had her right lower abdomen treated with a 6.3 coolcore applicator for 90 minutes.on (B)(6) 2013 the patient has developed paradoxical hyperplasia in lower abdomen with two main characteristics which are obvious re growth of fat cells and a hardening of the bulge.

Event description:
Allergan aesthetics received a report of a female patient was treated on (B)(6) 2013 with coolsculpting to the lower abdomen using 6.3 coolcore and 8.0 coolmax on (B)(6) 2012 using two ez 8 applicators to her lower abdomen and one ez 8 applicator to her mid abdomen. On (B)(6) 2012 using one ez zeltiq ez app 8.0 coolmax applicator to her mid abdomen. On (B)(6) 2012 and had two 6.3 coolcore applicators to her lower abdomen. On (B)(6) 2013 using 2 ez zeltiq ez app8.0 coolmax applicators to her lower abdomen. On (B)(6) 2013 patient had an ez zeltiq ez app8.0 coolmax applicator to her mid abdomen. On (B)(6) 2013 and had her right lower abdomen treated with a 6.3 coolcore applicator for 90 minutes. On (B)(6) 2013 the patient has developed paradoxical hyperplasia in lower abdomen with two main characteristics which are obvious re growth of fat cells and a hardening of the bulge.

Manufacturer narrative:
"H.9 continued: additional correction removal numbers: z?????, z????" This is a historical record and reflects reports that were received by the company prior to april 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.